Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s family member reported via phone call that they were taken to emergency room due to hyperglycemia on (B)(6) 2020. The customer¿s blood glucose level was 1000 mg/dl at the time of incident. The customer experienced nausea and vomiting due to hyperglycemia. The customer stated that they were treated with injection and intravenous insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not alleged insulin pump was under delivering. The drive support cap appeared normal. The self test was passed. The infusion set cannula was bent. The device will not be returned for analysis.